Event description:
(B)(6) injected pt on (B)(6) 2011 in the nasolabial folds. The pt developed severe swelling immediately following injection. On (B)(6) 2011, the pt presented with purplish/red discoloration, whiteheads and black scabbing flaky area of skin at the nare of the left nasolabial fold.

Manufacturer narrative:
(B)(6) described the onset of pain, swelling and redness to the left nare and superior nlf that started within 24 hours of her nlf treatment. (B)(6) instructed the pt to use 1000 mg of vit c and k as well as triamcinolone cream to the affected areas. The pt is a smoker as well. The swelling improving but the crusts remain on the nlf and nare. Pt is already using aquaphor as part of her daily regimen. Smoking cessation is strongly encouraged in order to expedite and optimize the healing process. A review of the device history records indicates the reported lots #1025772 and 1022653 met all specifications prior to release. Additional model#: 8042m0k3, lot#: 1022653, expiration date: 07/2012, device manufacture date: 07/2010.